Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system driven destocking occurred due to an item mismatch, likely caused by bad or corrupted cubie memory. The technical support specialist (tss) confirmed that the customer destocked the cubies, reprogrammed or de-assigned screen on the system, and reinserted through cubie admin to resolve the issue. The customer confirmed the cubies are now functioning normally after reprogramming. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the cubies were being destocked by the system. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.